Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast reconstruction with a 445cc mentor memorygel breast implant prosthesis and experienced left-sided rupture, impaired healing, and grade ii capsular contracture postoperatively. Due to the complicated wound and tightness in the patient¿s left breast, the patient underwent unilateral removal without replacement on (B)(6) 2020. The rupture was observed upon explanation. The physician believes that the impaired healing may be attributable to radiation. Due to the radiated tissues and the covid-19 situation, the patient is planning to undergo a replacement surgery sometime in the future.

Manufacturer narrative:
On 25-jun-2020, the suspected medical device was returned for evaluation. On 8-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation of the device, an anomaly was observed on the anterior view of the device and extending to the posterior view. It is consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view and extending to the anterior view, measuring approximately 9.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).